Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device outer surface, white particles calcification -like in device outer surface and two linear openings. A microscopic analysis and leak test were performed which identified two sharp openings and nicks other. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:two sharp opening in the side posterior assessed as unidentified (tear) opening. Nicks other assessed as non penetrating nick.

Event description:
Patient reported right side deflation. Healthcare professional confirms deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirms deflation. Device has been explanted.